Event description:
The customer reported the battery is not charging. The issue was identified during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.